Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection, the two staplers were not able to fire, the surgeon was able to press the green button and squeeze the handle. The blade did not advance nor the staples were placed. The component of the device broke off but did not fall into the patient¿s cavity. They opened another stapler and had the same problem and then opened another one and it worked correctly to complete the case. There was no patient injury.